Manufacturer narrative:
Voluntary report # mw5164824. Initial report information is unknown as they asked to remain confidential on the voluntary report. Due to this, additional information on the event cannot be followed up on and unable to retrieve the device for evaluation. There is no unique device identifier for this product as it was not required at the time of manufacture. Review of lot histroy 139202 for the tracheal tube indicated that the device was used (approximately 10 years) past the shlef life of the product. The lot was manufactured on (september 5, 2012) by greenfield medical sourcing, inc. At the time of manufacture, greenfield medical sourcing was not putting an expiration date on the non-sterile flex guide et tube introducer. Grrenfield medical sourcing indicted the product has a 3 year shelf life. The use of device past its shelf-life may impact its performance. Xponent healthcare, inc. Aquired the flex-guide endotrachael tube introducer product line from greenfield medical sourcing inc on august 22, 2022.

Event description:
Patient (pt) was intubated with an 8.0 endotracheal tube (ett) tube for a general anesthesia case. A bougie was placed through the endotracheal tube (ett) to protect the airway, since the endotracheal tube (ett) was not completely through the vocal cords yet. This intubation was not traumatic. Once the endotracheal tube (ett) was fully intubated into the trachea, the bougie was removed without difficulty. Once doctor visualized the internal lumen of the endotracheal tube (ett) with the bronchoscope, we noticed a piece of the bougie had broken off into the patient's endotracheal tube (ett). Doctor successfully removed all of the pieces of the bougie from the endotracheal tube (ett)/airway, confirming no pieces were left inside the airway via direct visualization from the bronchoscope. The bougie was in 4 pieces once removed and was saved for future inspection.